Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) study. Same case as MFR report #: 2134265-2011- 02088, 2134265-2011- 02089. Same patient as MFR report #: 2134265-2011-00651, 2134265-2011-00652, 2134265-2011-00653. It was reported that following a coronary stenting treatment procedure, the patient experienced in stent restenosis and a myocardial infarction. The index procedure treated five target lesions. Target lesion #1 was located in the proximal right coronary artery (rca) and mid rca with 99% stenosis, a length of 32 mm and a reference vessel diameter of 2.7 mm. Target lesion #1 was treated with pre dilatation using a 2.5 mm x 20 mm apex ptca dilatation catheter. Injections then revealed severe dissection in the proximal to upper mid third of the right coronary extending down to the proximal segment of the previously placed stent in the upper midvessel. This was a grade b dissection and it was located proximal to target lesion. A 2.5 x 32 mm taxus liberte stent was deployed and post-dilatation was performed with 0% residual stenosis. A 2.75 x 12 mm taxus liberte stent was then deployed slightly overlapping the previously placed stent distally and post-dilatation was performed within both stents with 0% residual stenosis. Target lesion #2 was a bifurcated lesion located in the distal rca and right posterior descending artery (r-pda) with 100% stenosis, a length of 9.0 mm and a reference vessel diameter of 2.3 (source notes 75-80% stenosis). Target lesion #2 was treated with pre dilatation and placement of a 2.25 x 12 mm taxus liberte stent. There was also noted to be retrograde dissection in the distal right coronary from the proximal edge of the previously placed stent with diffuse plaque present. This was a grade b dissection and the most severe section was proximal to stent placed. A 2.25 x 16 mm taxus liberte stent was deployed slightly overlapping the previously placed stent distally and post dilatation was performed with 0% residual stenosis. Target lesion #3 was located in the 1st obtuse marginal (om) branch with 90% stenosis, a length of 16 mm and a reference vessel diameter of 2.7 mm. Target lesion #3 was treated with pre dilatation and placement of a 2.5 x 20 mm taxus liberte stent with 0% residual stenosis. There was a longitudinal shift of plaque into the more proximal portion of the marginal branch causing greater than 50% stenosis proximal to the stent. A 2.5 x 8 mm taxus liberte stent was then deployed in the more proximal portion of the marginal branch slightly overlapping the previously placed stent distally. Post dilatation was performed with 0% residual stenosis. Target lesion #4 was located in the mid left anterior descending (lad) artery with 90% stenosis and was 56 mm long with a reference vessel diameter of 2.6 mm. Target lesion #4 was treated with pre dilatation and placement of a 2.25 x 32 mm taxus liberte stent which was too short to cover a significant segment of the upper mid left anterior descending artery, and a 2.5 x 24 mm taxus liberte stent was deployed from the lower segment of the proximal third of the lad to the upper third of the vessel slightly overlapping the previously placed stent distally. Post dilatation was performed. Target lesion #5 was located in the proximal lad with 50-60% stenosis and was 20 mm long with a reference vessel diameter of 2.7 mm. Target lesion #5 was treated with placement of a 2.5 x 20 mm taxus liberte stent slightly overlapping the previously placed stent distally. Post dilatation was performed with 0% residual stenosis. The patient was discharged 7 days later on aspirin and prasugrel. In (B)(6) 2011, the patient presented with nausea, vomiting, back pain and elevated troponin. Clinical diagnosis was myocardial infarction and cardiac catheterization was recommended revealing a total occlusion of the lad. The patient was treated with medical therapy and due to a poor prognosis was transferred to a nursing home 11 days later for comfort care.

Event description:
It was further reported that cec adjudication added stent thrombosis to this case.

Manufacturer narrative:
(B)(4).